Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer completed the remaining delivery of the bolus and did not receive another occlusion. The customer's blood glucose level was not impacted. The customer declined the troubleshooting offer from tandem technical support.